Manufacturer narrative:
Per the clinic, the issue was resolved by draining the fluid (blood) instead of revision surgery. Following the procedure compression bandage was applied for a few days. This report is submitted on june 20, 2017.

Manufacturer narrative:
This report is submitted on june 07, 2017.

Event description:
Per the clinic the patient experienced a dislodged magnet (date not reported). Surgery to reposition the magnet is planned but has not taken place as of the date of this report.